Event description:
Customer emailed saalt on (B)(6) 2020 to explain that she had to seek medical care to have her saalt cup removed. Saalt responded with removal techniques and offered to send a refund or a replacement cup. Customer agreed to a refund, and saalt issued a refund on (B)(6) 2020 for the full amount of her cup.